Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#3006705815-2018-015149. It was reported the patient's scs system would not increase in amplitude due to high impedance measurements on several lead contacts. In addition, x-ray imaging confirmed lead migration. Reprogramming was unable to resolve the issue. Further investigation revealed surgical intervention was undertaken on (B)(6) 2018 wherein one lead was explanted and replaced with a new model.